Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burned distal cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction the tip of the treatment device was not visible or that the radiofrequency coagulation current was applied while the tip of the endoscope was close by. The event can be prevented by following the instructions for use which state: ¿ pcf-h290tl/I operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. ¿ pcf-h290tl/I operation manual: chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.